Event description:
The dentist reported that the abutment screw fractured causing the implant to have to be removed.

Manufacturer narrative:
The complaint investigator's inspection has confirmed that portion of the fractured screw was observed inside the implant. The fragment could not be retrieved for evaluation. The additional fractured portion of the screw was not returned. The lot information for the screw was not provided and could not be determined, therefore a manufacturing history review could not be completed. No non-conformances or anomalies for this screw type were found that would cause or contribute to this event. There was damage noted to the implant threads, collar and external hex. There was dried blood and remnant bone along the implant. A device history record review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. (B)(4).